Event description:
A pt was found to have broken hardware after reviewing the x-rays of a pt. According to the report, two screws were found to be broken at the c7 level. The head of the screw also appeared to have separated from the rod. No further information has been provided.